Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: 05-jul-2022. Expiration date: 01-jun-2032. Part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile. Lot number: 864p122 (sterile). Lot quantity: 96. Note: helical blade was manufactured by elmira; lot numbers 831p074 qty 48 and 831p070 qty 48. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, packaging, and sterilization criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent spectroscopic surgery for a femoral intertrochanteric fracture with tfna. In the surgery, the guidewire for the blade was inserted into the bone head and stopped 6mm from the cartilage psuedostructure. The measurement was 85mm. The sleeve was backed up 2mm to change the measurement to 87mm. The surgeon opened the 85mm blade in question. Looking at the image, the surgeon inserted until the tip of the blade was in the noted position (8mm from the cartilage pseudostructure). At that point, the blade still had 5mm left to be struck. From the images, it appeared that the gap at the fracture site had been filled by about 5mm. The blade was removed because the planned cemented agmt could not be used if the blade tip was driven all the way into the cartilage pseudostructure. The surgeon opened the 80 mm blade. The blade fully struck and stopped in optimal position. The surgeon used the cement agmt. The surgery was completed successfully without any surgical delay. The patient outcome was reported to be stable. No other medical intervention was required. This report involves one tfna fenestrated helical blade 85mm - sterile. This is report 1 of 1 for (B)(4).